Manufacturer narrative:
One unknown legacy zimmer implant was received for investigation. Visual inspection of the as returned product identified damaged external threads and a fractured platform. There was bone residue on the external threads due to usage of the device. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. The alleged malfunction was confirmed. A root cause for the complaint could not be determined. The following sections have been updated: date of this report. Manufacturer. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event details available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Unknown brand name. Device catalog number and lot number not provided/unknown. Device implant date not provided/unknown.

Event description:
It was reported that an unknown zimmer implant fractured at the platform. The implant was removed. Tooth location 19.